Manufacturer narrative:
Reporting institution phone: (B)(6).

Event description:
It was reported to philips that the device didn't pass the operational check. The customer reported to philips that the device didn't pass the operational check, upon evaluation of the device by the user, no fault was found. The user managed to perform the self test multiple times and was unable to replicate the event. Upon conclusion of the evaluation, the fse was unable to duplicate the reported problem. Operational testing was conducted and the device passed all required testing with no replacement parts required. As the reported problem was unable to be reproduced, the cause could not be determined. Philips is unable to rule out that a malfunction did not occur. The device remains at the customer site and there is no indication of a systemic problem. No further investigation or action is warranted.